Event description:
A physician reported that following implantation of a precise stent, the delivery system became caught on the stent. After the patient coughed, she was able to remove the stent without additional problems. She was unable to provide any additional information. The sterile lot number of the device is unknown; therefore, a device history report review could not be performed. The reported customer complaint of withdrawal difficulty could not be confirmed. With the very limited amount of information available, it is not possible to draw a conclusion about what factors may have impacted the reported event.